Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: patient was enrolled in (B)(4) study and was implanted in (B)(6) 2011, with etn protect nail and screws. Patient was discovered to have dry necrosis near the distal screw with ectope bone building on an unknown date. Patient was returned to the operating room on an unknown date and the distal screw was removed with ablation of the ectope bone buildings, and local rotation flap with refreshing of the wound edge. The nail remains implanted.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.